Event description:
Pt on crrt with fluid warmer. While repositioning pt, pca stated that something "zapped" her. Rn inspected fluid warmer and noticed a small bubble on exterior of warmer, bubble was glowing red and issuing a small amount of smoke. Warmer immediately turned off and disconnected from pt. Warmer unplugged, but unable to be disconnected from machine.